Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room due to inappropriate shocks. A review of the data from remote monitoring, identified non physiologic mechanical noise. A boston scientific technical services consultant documented and discussed troubleshooting with the caller. The patient's device was programmed off and the patient received a life vest. The patient will be following up with his cardiologist in the near future. No additional adverse patient effects were reported.